Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level of 419 mg/dl. The customer also requested assistance with calibrating the insulin pump and was instructed to wait until her blood glucose level came down. The insulin pump was not replaced or returned for analysis.